Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient weight was not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was completed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary nailing of a femur on (B)(6) 2016, while reaming the femur, the reamer/irrigator/aspirator (ria) shaft dislodged from the ria head. The surgeon tried to re-connect but it would not fully seat. The ria was spun around and the tip of the shaft broke. The broken tip was removed from the patient with ease. The surgeon stopped reaming and successfully implanted the nail. There was a 30-40 second delay in surgery. The surgery was successfully completed. This report is 1 of 1 for (B)(6).

Manufacturer narrative:
Product investigation summary: one (1) reamer-irrigator-aspirator (ria) drive shaft (part 314.743 / lot 735283) was returned with a complaint stating that the distal end was broken intra-operatively. The broken portion was not received. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The ria technique guide addresses recommended use and information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. Further evaluation shows that, during use, the drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with the distal tip, which mates with the reamer head, completely broken off. The broken portion was not received. The helix is intact, but shows signs of scraping along the raised edge. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing/manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The ria technique guide addresses recommended use for ¿assembly¿ stating that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Regarding reaming, guide suggests that the user begin reaming using a gradual advance/retract technique then slowly advancing 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: drive shaft seal (part 351.718s, lot 9973396, quantity: 1). This report is 1 of 2 for (B)(4).